Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat an iliac artery aneurysm. On (B)(6) 2012, the patient was implanted with an additional contralateral leg component and an aortic extender component to further address aneurysm growth (amount unknown) in both iliac arteries. On (B)(6) 2013, an additional procedure was performed whereby two additional devices were implanted to address the bilateral iliac aneurysm growth. The iliac artery aneurysms were excluded, and the patient tolerated the procedure.